Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. Visual inspection and x-ray examination of the lead found no anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure it was noted that right atrial (ra) lead had failed to capture and sense. The physician elected to remove the ra and proceeded with a single chamber implant. The patient was in stable condition throughout.